Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer experienced low blood glucose and insulin pump did not suspend. Customer's blood glucose was 48 mg/dl. Caller also reported that insulin pump received a sensor error. Caller was unable to troubleshoot. Sensors would be replaced.